Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Inspection of the device did not reveal any leaks. Fse replaced the diluent wash pump, and then successfully primed it several times. Next, he ran the bf prime diagnostic with the wash probe in a sample cup. It dispensed fluid consistently and aspirated properly. Fse was subsequently able to run quality control (qc) without issue. The diluent wash pump is being returned to the manufacturer for evaluation. No further issues were noted. No further action was required by field service. A (B)(4) complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were two similar complaints identified during the search period. The 2015 bf probe purge failure: the aia-360 service manual revision 1, under the appendix -control-related errors was reviewed. The aia-360 service manual indicates that the 2015 bf probe purge failure error message is generated when purging of the bf probe is abnormal. The operator is instructed to clean and/or replace the wash probe tip and contact tosoh customer service. The most probable cause of the reported event was due to failure of the diluent wash pump.

Event description:
It was reported that the customer received "error 2015 bf probe purge failure" with their aia-360 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for cardiac troponin-I 2nd generation (ctnl2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.